Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00175. Concomitant medical products: tmj system left standard mandibular component 50mm / 9 hole, part# 24-6551, lot# 858530c. Tmj system left fossa component, small, part# 24-6563, lot# 858430b. Unknown screws, part# unk, lot# unk.

Event description:
It was reported the patient underwent a revision on the left side eight (8) months following implantation of bilateral temporomandibular joint prostheses. Attempts have been made and no further information has been provided.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered confirmed, because a revision surgery was reported. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The DHR for the mandible component was reviewed; no non-conformances were found. There are no indications of manufacturing defects. This is the only complaint for this item# 24-6551, lot# 858530c. The most likely underlying cause of the complaint could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.